Event description:
The physician used a rfs closurefast stylet during procedure for treatment of a perforator vein. The lumen was flushed prior to use. A rfg3 device was also used during procedure. The IFU was followed. A guidewire was used for the insertion of the catheter. Tumescent infiltration was utilized with local anesthesia. Transducer compression was applied. Proper temperature was reached. Four segments were treated. It is reported that delamination of the tip of the catheter occurred. The procedure had been completed. The physician noticed when the catheter was removed from the patients access site. Additional treatment was not required. There were no patient symptoms or complications associated with the event.

Manufacturer narrative:
Photograph review: rfs stylet images were received for evaluation. It was noted that the tip of the device is peeling. It looks as if some of the material has already peeled off with a section also hanging off of the end. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.